Event description:
A therapeutic procedure radiofrequency ablation was performed on the lung of a patient (age and gender unknown) under a CT guide. Prior to performing the patient procedure no anomalies were noted during preparation of the procedure, and the device was successfully deployed and retracted. After several ablations, the clinician advanced the device to the lesion, but resistance was felt when they attempted to deploy the device. Upon removal of the device the tine was observed to be bent and the insulation was found to have come off at the handle. The complainant reported that there was no adverse affect on the patient as a result of the reported malfunction.